Manufacturer narrative:
Manufacturer ref#(B)(4). Updated sections on this medwatch: b4, d4, d9, g3, g6, h2, h3, h4, h6 and h11. The device was returned to j&j medtech for further evaluation. A non-sterile embotrap iii 5 mm x 37 mm was received contained in the decontamination pouch. Upon receiving the device, visual inspection was performed. The distal segment of the stent body and proximal coil were missing from the stent assembly. The proximal radiopaque coil was found separated from the proximal collar. Tactile inspection of the proximal portion of the device (nitinol shaft) did not indicate any damage or deformation on the shaft. No damages were found on the insertion tool. Under magnification, the markers of the remained stent body were located and intact (2 proximal strut markers, 4 proximal segment markers and 4 body segment 1 markers). The inner channel showed no evidence of damage or deformation (besides the missing segment from the missing distal segment of the stent body). The remain outer cage of the proximal segment of the stent body showed no damages. The complaint reports a separation of the stent during the procedure, and this was confirmed during inspection. The embotrap iii was not retracted through the ptfe inspection tube due to the damaged stent body. A non-j&j microcatheter (trevo pro-18) was returned. Recreation of this aspect of the complaint with the returned embotrap iii was not possible due to the detachment of the distal stent assembly. A recreation attempt of this aspect of the complaint event was performed with the following sample devices: embotrap iii (cerenovus, ref et307645, lot no. 20l118av). Prowler microcatheter (cerenovus ref 606-s255x, lot no. 30335063). Embovac aspiration catheter (cerenovus ref ic71125ca, lot no. 30433650). Cerebase guide catheter (cerenovus ref gs9090sd, lot no. 30498216). The sample embotrap device was visually inspected, under magnification, prior to use showing no visible signs of damage or deformation. The guide catheter was placed proximally (i.e., mid-ica) in the e062-03 silicone cerebral vascular model. The sample embotrap device was deployed and clamped on the distal portion of the cage in the m2 section of the middle cerebral artery of the e062-02 silicone cerebral vascular model. Clamping the embotrap device recreates possible tortuous anatomy. In the complaint event description, it was reported that the patient had strongly calcified carotid-t. Repeated attempts were made to push and pull the embotrap device with moderate force. When the clamp on the embotrap device was removed, the microcatheter could be advanced to re-sheath the device, and the device was removed from the model. Visual inspection, under magnification, showed evidence of damage and deformation to the proximal strut of the outer cage. Also, relative movement between the nitinol shaft head and the proximal collar of the outer cage was also evident. The proximal bond and proximal joint were not intact. However, the distal stent assembly did not detach from the shaft, and no damage was observed on either distal coil or proximal coil. This recreation assessment shows that when the device got stuck in the vessel, attempts to advance, or withdraw against resistance could have led to damage to the embotrap device including deformation of struts and loss of integrity of the proximal joint. This could have led to detachment of the stent from the shaft. Although the damage seen on the sample embotrap is not to the same extent as the returned embotrap, the recreation suggests that the ¿push and pull¿ maneuver while the device was stuck in the anatomy is the potential root cause of the distal stent disassembly and damage. The complaint reports states that an attempt was made to retract the device using high forces. This may then have caused the separation of the stent. Additionally, a non-j&j (trevo pro-18) microcatheter and a non-j&j aspiration catheter (unknown brand) were returned. A device history record (DHR) was performed, and no internal actions were identified. Based on the above recreation attempt, a possible cause of this event may be due to the embotrap iii getting stuck in the strongly calcified carotid after advancement and deployment. The device instructions for use (IFU) provide the following instructions for thrombus removal and preparation for additional passes indicating the following: · the device may be used for up to three retrieval attempts. · if an additional pass is to be made with the device, then carefully remove any captured thrombus from the device using heparinized saline, rubbing gently from proximal to distal until all residual thrombus material is removed. Inspect the device carefully and if any damage or deformity is observed do not use the device ¿ instead use a new device for any subsequent passes. If using the same device, replace the insertion tool onto the proximal shaft and retract the device into the insertion tool until it is fully resheathed. Do not retract the device into the insertion tool against significant resistance ¿ascertain the cause of the resistance and if required use a new device for any subsequent passes. Do not attempt more than three retrieval attempts in one vessel. While the main aspect of the complaint event (separation of the device during use) is confirmed, the root cause could not be determined. There is no indication that this complaint was a result of a defect or malfunction of the embotrap iii device. The damage of the proximal radiopaque coil was not originally reported, and the exact time of occurrence cannot be determined; therefore, this is not considered related to the issue reported. As part of j&j medtech quality process all devices are manufactured, inspected, and released to approved specifications. Since there was no evidence to suggest the event was related to a manufacturing or design issue, no internal action activity is required. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post-market surveillance. As part of the post market surveillance program, information from this complaint is trended to identify statistical signals for consideration of further correction action. Since there was no evidence to suggest the event was related to a manufacturing or design issue, no corrective actions will be taken at this time. A supplemental report will be submitted if new facts arise which materially alter information submitted in a previous MDR report.

Manufacturer narrative:
Manufacturer ref# (B)(4) information regarding patient weight, height, medical history, race, and ethnicity was not reported. Section d4: UDI: as the lot number for the device involved in the event was not provided, the full UDI is currently not available. Section e1. Initial reporter phone: (B)(6). Section h3: the device is available to be returned for evaluation and testing. However, it has not been received to date. If the device returns, a device investigation will be performed. Section h4: the device manufacture date is not known as the device lot number is not available / not reported. Separation of the embotrap iii device while in patient can potentially result in vessel damage, embolization, ischemia or infarct, and/or the need for additional intervention. There are clinical and procedural factors including clot burden, vessel characteristics (i.e., calcification), and mechanical manipulation of devices that may have contributed to the event rather than a device design or manufacturing issue. It was reported the vessel was severely calcified; it is important to note, the instructions for use (IFU) of the embotrap iii device states that the device should not be deployed in calcified lesions. In this case, the user was required to use another strentretriever in an attempt to retrieve the device fragment which was ultimately unsuccessful. The procedure was not successfully completed, and the patient¿s outcome is unknown. Based on this information, this event does meet us FDA reporting criteria under 21 cfr 803 with a classification of ¿serious injury.¿ the file will be re-reviewed if additional information is received at a later date. As part of the post market surveillance program, information from this complaint is trended to identify statistical signals for consideration of further correction action. Since there was no evidence to suggest the event was related to a manufacturing or design issue, no corrective actions will be taken at this time. The company is seeking this information through the event investigation. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by cerenovus, or its employees that the report constitutes an admission that the product, cerenovus, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported, via a healthcare professional, that an embotrap iii 5 mm x 37 mm (et307537/ lot # unknown) was used for a mechanical thrombectomy procedure. During the procedure, the user reported device separation while in patient. Several unsuccessful attempts were made to retrieve the device fragment using another strentretriever. The procedure was not successfully completed. There was a surgical delay due to the reported event. The patient¿s outcome is unknown. The translated event was initially reported as such, ¿in a very strongly calcified carotid t (fork) to the m1 transition, the embotrap was torn into two parts in the 3rd experiment with the embotrap iii. Despite several attempts, the embotrap iii (remaining part) could not be recovered with a maneuver with another stentretriver of the embotrap part. According to the doctor, the embotrap was tilted with the lime. Was surgery delayed due to the reported event? Yes. Was procedure successfully completed? No. Were fragments generated? Yes. If yes, were they removed easily without additional intervention? No. Patient status/ outcome / consequences [blank].¿ additional information was received on 19-sep-2025. Summary: it was reported the embotrap iii device separated from the ¿mid portion.¿ regarding the translated sentence, ¿according to the doctor, the embotrap was tilted with the lime,¿ the statement was clarified to mean that the ¿[device was] stuck in the m1/ica.¿ regarding whether the device deficiency result in patient harm, including prolonged hospitalization, it was reported, ¿yes. Full occlusion of the carotid-t with a whole mca territory infarction.¿ the device will be returned for further analysis, along with the used microcatheter and aspiration catheter.